Event description:
In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for peritonitis. A peritoneal effluent culture and analysis were performed that day, prior to the initiation of antibiotic therapy. The culture results were reported as unknown. Beginning (B)(6) 2010, the patient was treated with injection vancomycin 1 gram once every 96 hours intraperitoneally (ip), injection amikacin 100 mg once a day ip and injection amikacin 125 mg loading dose. It was not reported if the antibiotic treatment had continued. At the time of this report the patient remained hospitalized. The event of peritonitis was reported as resolving. Pd therapy was reported as ongoing. Concomitant medications were not reported. The nurse believed the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.